Manufacturer narrative:
The concomitant device(s) are unknown at this time. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg would not communicate with the patient programmer. As such, the ipg was inoperable. Surgical intervention is pending to address the issue. Device information is unknown at this time.